Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication because the drawers did not open after the medication had been approved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to issue medication and drawers did not open after medication had been approved. A technical support specialist had customer to log out and reattempted the process which resolved the issue. The system functioned as intended after the technical support specialist assessed the device.